Manufacturer narrative:
(B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the device was skipping so badly during surgery. There was no harm but tagged as broken. No additional information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The reported event was confirmed by the service technician who performed the evaluation and repair. On 4 january 2019, it was reported from unc hospitals that a dermatome was skipping badly during surgery on (B)(6) 2019. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the dermatome was out of calibration and the motor was running below motor speed specifications. The head and swivel were also noted to have been damaged. Repair of the dermatome occurred the same day and involved replacing the head, swivel, motor, poppet assembly, thickness control bar, and multiple bearings. The technician then tested and verified that the device was functioning as intended and then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4). While the service technician found that the head and swivel were damaged, which would prevent the device from being held as intended and therefore cause the device to improperly skip over skin during use, it cannot be determined from the information provided as to what caused the damage to the head and swivel. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.